Event description:
Emt's responded to a person described as in cardiac arrest. According to the rptr, the device alarmed "connect electrodes" intermittently while connected to the pt with disposable defibrillation/electrocardiogram electrodes. An als team arrived soon after and took over the scene. The pt was not resuscitated. The rptr indicated the reported malfunction did not cause or contribute to the death of the pt. The rptr based their opinion on the attending paramedic's assessment of the pt's viability and the immediate availability and use of a back up defibrillator/monitor.